Event description:
Upon final seating of the implant, the physician heard a pop and stopped turning the driver. After removal of the driver, it was noted the tip of the driver remained in the head of the implant. No attempts to retrieve the driver tip were made. Physician was not concerned and completed the procedure with no further issue.

Manufacturer narrative:
Evaluation confirmed brittle fracture occurred approximately where the head of the screw terminates when fully engaged with the bit. No attempts to retrieve the driver tip were made and hence a portion of the driver tip remains in the pt. No pt complications were reported, the surgical procedure was completed without other incidence. There was no report of device misuse; however, tip breakage can be indicative of continually applying torque after the screw is fully seated or through application of a bending force in addition to torque. Review of the device history records revealed the device met all material specifications as received.